Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the x rays provided show non union as well as a now femoral neck fracture. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported intertan nail implant fracture cannot be determined but nonunion and instability of the femur cannot be ruled out. The future impact to the patient beyond the revision cannot be determined. Should additional information become available this issue can be re elevated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) This case reports that a revision surgery was performed due to nail implant fracture at the neck juncture. Although the date of implantation is unknown, per e-mail with sales rep the implantation occurred 12 months prior. There were pre and post x- rays provided for review which show a now femoral neck fracture, continued non-union of the previous femoral fracture, the cerclage wire pulled through the medial cortex. Details regarding the patients weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Conclusion: the x-rays provided show non-union as well as a now femoral neck fracture. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported intertan nail implant fracture cannot be determined but nonunion and instability of the femur cannot be ruled out. The future impact to the patient beyond the revision cannot be determined. Should additional information become available this issue can be re-elevated. Approved by (B)(6), md on (B)(6) 2019.

Event description:
It was reported a revision surgery due to nail implant fracture at the neck juncture. The sample will not be returned.

Manufacturer narrative:
Additional information: concomitant medical products.